Manufacturer narrative:
H6: investigation summary: two photos of a 30g x 8mm safeassist carton was returned from lot no. 3010167, cat. No. 329917. Visual examination of the returned photo was carried out and an incorrect pzn code was observed. A lot history review was carried out and no related nonconformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The complaint was confirmed to be a packaging graphics error therefore a review of the packaging process at the site is not required. Root cause will be determined as part of CAPA. A CAPA was raised to address this issue.

Event description:
It was reported while using bd safeassist¿ safety pen needle 30g x 5mm (100 count) the label information was incorrect. There was no report of patient impact. The following information was provided by the initial reporter: go complained that there is a wrong pzn on the above product. In addtion, only 6x items were delivered instead of 8x.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safeassist¿ safety pen needle 30g x 5mm (100 count) the label information was incorrect. There was no report of patient impact. The following information was provided by the initial reporter: go complained that there is a wrong pzn on the above product. In addition, only 6x items were delivered instead of 8x.